Manufacturer narrative:
(B)(4).

Event description:
It was reported that during repositioning of the left ventricular lead, a guidewire could not be inserted into the lead's body. The lead was explanted and replaced without complications.